Event description:
It was reported that during an anterior communicating artery embolization procedure, the microcatheter and guidewire was established. After thoroughly rinsing the subject stent, the subject introducing sheath was locked to the microcatheter hub and the subject stent was slowly advanced. When approximately two-thirds of the distal end of the subject stent had entered the microcatheter, resistance was felt while pushing the subject stent and prevented it from advancing further within the microcatheter. While withdrawing the subject stent system, during retraction, the subject stent got deployed by half became stuck in the microcatheter lumen at the tail end of the microcatheter and the other half got stuck in the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added, d4 gtin ¿ added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h3 device evaluated by mfg ¿updated, h4 manufacturing date ¿ added. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received partially deployed within the lumen of an sl-10 microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed. The sdw was noted to be intact. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "during one acoma aneurysm embolization procedure, it was planned to use a stent for assistance. During the operation, the physician established a pathway using an microcatheter and a guidewire. Subsequently, a stent was selected. Prior to use, the packaging was checked and found to be intact. After thoroughly rinsing the stent, the physician locked the stent introducing sheath to the hub of the microcatheter and then slowly advanced the stent. When approximately two-thirds of the distal end of the stent had entered the microcatheter, the physician felt significant resistance while pushing the stent, preventing it from advancing further within the microcatheter. The physician attempted to withdraw the stent system from the microcatheter, but during retraction, the stent deployed, with half becoming stuck in the lumen at the tail end of the microcatheter and the other half getting stuck in the hub of the microcatheter. After removing the stent, the physician successfully completed the procedure by delivering another stent using the same microcatheter." Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was received partially deployed within the lumen of an microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed. The sdw was noted to be intact. The introducer sheath was noted to be intact. Based on the information received and device analysis, it is likely that difficulty advancing the stent through the microcatheter resulted in premature deployment. Challenges during stent transfer may have increased friction within the microcatheter shaft. The event was most likely influenced by procedural factors. The as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analysed 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an anterior communicating artery embolization procedure, the microcatheter and guidewire was established. After thoroughly rinsing the subject stent, the subject introducing sheath was locked to the microcatheter hub and the subject stent was slowly advanced. When approximately two-thirds of the distal end of the subject stent had entered the microcatheter, resistance was felt while pushing the subject stent and prevented it from advancing further within the microcatheter. While withdrawing the subject stent system, during retraction, the subject stent got deployed by half became stuck in the microcatheter lumen at the tail end of the microcatheter and the other half got stuck in the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.